Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sudden drop in battery voltage was observed. Patient was asymptomatic. During last follow-up, longevity was 8.2 to 17 months. Patient will be monitored through follow-ups every six weeks.

Event description:
New information noted that following the battery performance alert (bpa) advisory, a bpa was received by the clinician on (B)(6) 2017 and the device was explanted. The patient was good post procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.